Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that trach tube had a leak in the cuff. The patient needed immediate suction of the airway as water was leaking into the trachea. To resolve the issue, the trach was changed. There was patient involvement and there was patient harm reported.